Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Additionally, patient is experiencing ineffective therapy. Impedance check revealed high impedances. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.